Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and as per physician notes hardening of breast, displacement of implant and pain in the area. Physical examination and imaging tests indicate capsular contracture. As per ultrasound report implant showing an increase in its anteroposterior diameter and accentuation of its folds, associated with thickening of its fibrous capsule confirming signs of capsular contracture. This record is for right side. The device remains implanted.